Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor is out of calibration and the force sensor resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, the pump did not detect the cartridge and dispensed fluid during the load step. Evaluation revealed that the force sensor is out of calibration and the force sensor resistance measurement is out of specification. There was evidence of green contamination found on the force sensor assembly. Correction number: 2531779-03/24/2010-003-r